Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion, no delivery, absence of no delivery, or high blood glucose tests due to the prime anomaly.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed and the insulin pump passed the self test and the prime test. The insulin pump failed the high pressure test.